Manufacturer narrative:
D9: date returned to mfg 3/4/2024. Device evaluation: one sample was returned for evaluation. Visual inspection revealed no discrepancies. During functional testing, no discrepancies were found. The failure mode was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, a leak was observed from the device system. Per the reporter, there was a chemo medication spill and there was chemo residue on the pump and where the cassette was attached to the pump. The cassette was empty, and the pouch was not saturated so it was believed that it was a little leak, but it was unknown from where. They could not tell if the patient was affected; per the reporter, there were no adverse patient effects.

Manufacturer narrative:
D4: lot #: unknown, possible lots 4396091, 4396090, 4396089. D4: expiration date unknown. H4: device mfg date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.